Event description:
It was reported that, "prior to nail being inserted on back table, surgeon checked equipment to make sure everything was lined up correctly. After inserting nail, inserting screws, and removing nail targeting device, the surgeon got a lateral x-ray and it was determined that both lag screws missed anterior to nail. Put nail adapter back and were able to target screws. Pt had history of radiation, which made procedure harder. Doctor's conclusion is that inserting the k-wire through nail causing skiving through thus readjusting the targeting device and causing both screws to miss." Pt has multiple drill holes in the femoral neck.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, a supplemental report will be issued.